Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 13-jul-2021 to ensure customer received the replacement products - able to establish contact with customer's mother who stated customer is deceased and she had passed away on (B)(6) 2021. Mother stated she did not know the cause of death. Note 2: manufacturer contacted customer in a second follow-up call on 21-jul-2021 - able to establish contact with customer's sister who stated the cause of death is still unknown as they have not yet received the paperwork. Manufacturer requested the products be returned. Sister stated she would have to locate the products and requested to call back in a later time. Note 3: manufacturer contacted customer in a follow-up call on 22-jul-2021 - manufacturer was unable to establish additional contact with customer's sister at this time.

Event description:
Consumer initial inquiry was to find out how to recharge her true metrix meter as did not powered-on. Customer stated the true metrix meter had belonged to her deceased husband (veteran) who die almost 1 year ago (cause of death was not disclosed). Customer has been using the true metrix meter for few months only. Customer has never changed the battery and during the call, battery was removed and re-inserted back (reset) and the true metrix meter powered on using the power button and when a test strip was inserted. The customer declined to perform a blood test. Customer was offered a replacement product since manufacturer recommendation is single patient use only. The customer feels well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results.